Event description:
The surgeon reported that a system message occurred during surgery and the infusion volume display disappeared. The infusion volume displayed for the moment but disappeared again. This symptom was repeated. There was no problem when a new cassette was used. The surgery was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).